Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 6mm from the tip and is approximately 31mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located around the anastomosis shunt in the moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. The balloon was inflated at 10 atmospheres (atm) in the first inflation, 14 atm in the second inflation and subsequent inflations with 10 seconds each inflation time. However, during twelve inflation at 14 atmospheres for 10 seconds, the balloon ruptured and the shaft protruded from the balloon part. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located around the anastomosis shunt in the moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. The balloon was inflated at 10 atmospheres (atm) in the first inflation, 14 atm in the second inflation and subsequent inflations with 10 seconds each inflation time. However, during twelve inflation at 14 atmospheres for 10 seconds, the balloon ruptured and the shaft protruded from the balloon part. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.